Event description:
It was reported that a "black dot" was noticed inside the bd insulin¿ syringe before use, but after the injection it was gone.

Manufacturer narrative:
H.6. Investigation summary: customer returned (4) 1/2cc, 6mm, 31g relion syringes in an open poly bag from lot # 8106601. Customer states that she noticed a black dot inside syringe before injection but after completed injection, the black dot was gone and stated some of the syringes have 1 black dot or 2 black dots. All returned syringes were examined and all exhibited one dot printed on the outer surface of the barrel around the 5 unit marking. All samples were also tested and all were able to draw and expel without any change in the printing on the barrel. This issue cannot be confirmed as a manufacturing defect as the number of dots on the syringes corresponds to the impression on the drum, for tracking and analysis of print issues. There can be anywhere from 0-3 dots depending on the line. A review of the device history record was completed for batch# 8106601. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. This issue cannot be confirmed as a manufacturing defect as the number of dots on the syringes corresponds to the impression on the drum, for tracking and analysis of print issues. There can be anywhere from 0-3 dots depending on the line.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "black dot" was noticed inside the bd insulin¿ syringe before use, but after the injection, it was gone.